Manufacturer narrative:
The pod arrived not deployed. The device delivered 70 pulses before deactivation, indicating that the needle mechanism should have fired. The release bar was observed to still be held down despite at one point aligning with the firing flat of the ratchet gear. No evidence of any component damage was observed. The needle mechanism deployed as intended upon manual rotation of the ratchet gear and was reset and redeployed successfully. While it is confirmed that a needle mechanism failure occurred, a root cause of the failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported.